Manufacturer narrative:
Product ID: 2090, serial# (B)(4). Product ID: 2090, serial# (B)(4). (B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the interrogation of the device, the programmer "crashed." Another programmer was tried and the same result was received. Of note, the caller indicated that there was no error code seen on the programmer message. Technical services indicated that it may have been a "flipped bit" with the device and recommended that a manual guided reset (mgr) be done to "fix the device." The status of the programmers is unknown, and the device remains in use. No patient complications have been reported as a result of this event.